Manufacturer narrative:
(B)(4). Reported event of working length detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the working length became detached when the operator attempted to close the snare. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable.